Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window and reservoir tube window.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was below 43 mg/dl. The customer stated that he had disconnected the insulin pump from the reservoir but left the infusion set connected without disconnecting at the quick release. He tried to put the supplies back together, noting that he encountered a lot of resistance. He reported that he thought he may have received extra insulin. He noted that the issue occurred when he put the insulin pump back on after getting out of the shower. He complained of confusion but advised that he was not as confused after he had treated with a lot of food. The customer's most recent blood glucose was 70 mg/dl. The reservoir showed the same amount of insulin as was shown on the status screen. The customer did not wish to monitor the device and requested to replace the insulin pump.